Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported last recharging the ipg in (B)(6) 2015. As a result, the device will no longer communicate with any external devices and is deemed inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with an updated model which resolved the issue.